Event description:
Same case as: 2134265-2015-01183, 2134265-2015-00705, 2134265-2015-00702, 2134265-2015-00551, 2134265-2015-00552. It was reported that a vessel dissection occurred. The target lesion was located in the occluded right coronary artery (rca). A 1.50mm rotalink¿ plus and a 330cm rotawire were selected to treat the target lesion. The rotalink and the rotawire were placed in the artery, but the wire lost position. The physician removed the wire with the rotalink on it and wanted to exchange the wire for another; however, it was noted that the catheter was stuck on the wire. Predilation was performed with a 2 x 10mm flextome cutting balloon and nc quantum apex balloon. A spiral dissection was noted in the rca during predilation. A new 1.50mm rotalink¿ plus and a rotawire extra support were used. While still outside of the patient, the rotalink became stuck on the rotawire and the devices were removed. Continuous flush had been maintained throughout the procedure. They managed to go further into the lesion and placed a promus premier stent, rebel stent and a non-bsc stent in the rca. It was noted that the patient was ¿still in bad condition¿ post procedure. It was later reported that the patient has since been discharged without any major problem.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).